Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive results were obtained by the laboratory personnel. It is unknown if confirmation testing was performed, no false results were sent to the doctor. There was no reported patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. Latest results since the normalization of the 2 readers and replacement of a-rated optical drive were analyzed and passed an efc. Normalization ratios, normalization of optical reader a were verified. Passage of a qualification run reader a, device conforms to bd specifications. The root cause is "optical drive sensitivity a". Also, there is an open CAPA 1632720 to resolve these false positive issues. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max system, bd max instrument a false positive results were obtained by the laboratory personnel. It is unknown if confirmation testing was performed, no false results were sent to the doctor. There was no reported patient impact.